Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-01973.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached seven ruby coils in the target location using a lantern delivery microcatheter (lantern). The physician then experienced resistance advancing a ruby coil through the lantern and therefore, attempted to retract it. However while retracting the ruby coil, the physician experienced resistance and the ruby coil unintentionally detached. The ruby coil detached while slightly deployed within the coil mass and mostly still within the lantern. The physician therefore removed the lantern; however, the ruby coil remained partially within the coil mass and partially within the splenic artery and aorta. The physician attempted to remove the detached ruby coil using a snare device, however it was unsuccessful. The ruby coil was therefore left in place, and the procedure ended at this point. There was no report of an adverse effect to the patient.